Event description:
Per the clinic, the patient experienced migration of the electrode array (specific date not reported), likely due to adhesions around the array that appear to have gradually pulled it out of the cochlea. Subsequently, the patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2025. The implanted device remains.